Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had a "lead wire break" and "it almost killed me because I am completely dependent". Follow up with the clinic determined it was the patient right ventricular (rv) low voltage lead that had no capture at maximum output. The clinician also stated the lead was hard to place and that the patient may need an epicardial lead instead. The rv lead was capped and was replaced. No further patient complications have been reported as a result of this event.